Manufacturer narrative:
It was reported that the recipient was placed under general anaesthetic to underwent revision surgery on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on november 08, 2023.

Event description:
Per the clinic, the patient underwent a skin flap revision surgery (specific date not reported) due to poor magnet retention. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.